Event description:
It was reported that the pulse generator exhibited intermittent interrogation.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. The product code could not be downloaded and measured battery data was lost at 2.27 v. This was caused by a discrepant integrated circuit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.